Event description:
Patient admitted on 8-25-96 with a sub-arachnoid hemorrhage secondary to a ruptured aneurysm. Angiogram also showed an unruptured right middle communicating artery aneurysm. Patient underwent a craniotomy and clipping of both aneurysms. On 8-26-96 ventriculostomy was performed. On 8-27-96, an emergency craniotomy was done with decompression and right temporal lobectomy. On 9-1-96, cerebral spinal fluid culture was positive for numerous staphylococcus aureus and moderate staphylococcus epidermis. Patient's meningitis was treated with ceftizoxime, nafcillin and rifampin. On 9-2-96 leakage was noted at the ventriculostomy catheter site. On 9-7-96, a tracheostomy and j-tube were placed. On 9-8-96, ventriculostomy was removed. On 9-11-96, the cerebrospinal fluid culture showed no growth x4 days.